Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected audio beep anomaly noted. Device was received with intermittent button response due to flattened express bolus and esc button dome switch. No unexpected blank display fate beep noise noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and was making a "fate" beep noise. Customer was advised to change the alert type to vibrate which was not possible due to the button on the insulin pump not responding. She was also unable to perform the selftest. Customer stated the buttons were not accidentally pressed and there is not something nearby that beeps. The customer also reported she woke up threshold suspend alarm due to having low blood glucose of 56 mg/dl. Customer treated with food and current reading was 152 mg/dl. The customer has been experiencing low blood glucose at night for a week. The drive support cap is recessed. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.